Event description:
A malfunction alarm was reported on the pump during routine use, but there was no adverse impact on the customer's blood glucose level. The customer experienced a recurring cartridge alarm despite technical support's assistance in loading a new cartridge. Tandem technical support decided to replace the pump, as it was still under warranty. The customer was instructed on proper storage mode and the procedure to return the faulty pump with a pre-paid label, while opting to use manual injections as a temporary backup insulin therapy.